Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and overactive bladder. It was reported that the patient had concurrent procedures of total vaginal hysterectomy, cystoscopy, and mccall culdoplasty. It was reported that the patient underwent mesh removal on (B)(6) 2010 for dyspareunia and vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Dr. (B)(6). The patient underwent mesh implantation on (B)(6) 2009 due to stress urinary incontinence. The patient experienced pain, infection, dyspareunia and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2010 due to dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).